Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery. The customer's blood glucose level at the time of incident was 190mg/dl. The customer states they had conducted set changes but issues persist. The customer states they conducted self-test and did not feel comfortable with the pump. The customer states they tried to rewind the pump and give bolus, but received no delivery. The customer declined to troubleshoot the pump. The customer was requesting pump be replaced. The customer was advised the pump would be replaced and returned for analysis.